Event description:
The customer reported to hp that the patient was in cardiac fibrillation while he was monitored by telemetry. No alarm was transmitted to the central monitor. A physician saw that the patient was in cardiac fibrillation. The patient was shocked with a defibrillator and then transferred to ICU.